Event description:
On (B)(6) 2011, the pt presented to the hemodialysis clinic for her first treatment at an outpatient facility. Previously, she had received treatments in a hospital setting. Approximately 30-60 minutes into treatment, the pt complained of sob and anxiety. She was administered a bolus of ns and placed in trendelenburg with a bp of 71/19. Pt was then administered benadryl 50mg IV and placed on 2 at 2l/min. Reportedly, the pt has since been prescribed a different brand of dialyzer and is tolerating it well. No sample is available for evaluation.

Manufacturer narrative:
(B)(4).